Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing and sterilization records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient underwent endovascular repair for an in-stent-restenosis of a left superficial femoral artery using two gore® viabahn® endoprostheses. On an unknown date, a below the knee bypass procedure was performed using saphenous vein. The reason for the bypass is not known and there was no report of the viabahn device being occluded. On an unknown date, it was observed that the saphenous bypass was occluded. The patient underwent an above the knee amputation. During the amputation procedure, the endoprosthesis which was implanted distally (B)(4) was explanted because the endoprosthesis had been implanted in the amputation site. On an unknown date, it was reported that a wound infection was suspected at the amputation site. The patient didn¿t have significant pain or fever. On (B)(6) 2019, the endoprosthesis (B)(4)) and unknown stents were explanted, due to proximity to amputation site. Pus was noted inside the explanted endoprosthesis. The patient tolerated the procedure.